Event description:
The customer stated a blood donor generated initial and repeat reactive results of 1.09, 1.09 and 1.14 s/co on the prism chagas assay but did not confirm by ripa and was also nonreactive on an alternate screening method. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Customer complaints received to-date were reviewed and did not identify any adverse trend in reports related to false reactive results. In addition, field data was reviewed to evaluate clinical specificity. The results of the field data review demonstrated that lot # 09900m500 is performing as intended for clinical specificity as measured by reactive rates. Based on the results of this investigation, the abbott prism chagas reagents, list number 7k35-68, are performing as intended and no additional product issues were identified. The customer was referred to the prism chagas package insert under limitations of the procedure for further information.